Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing mild drainage from the stitch abscess, which was secondary to a fall. The patient was also noted to have an adverse event of unknown sciatica issues and effusion on the left knee on the left side. This was determined to not be related to the device and there was no treatment done. No additional patient consequences were reported.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Updated: additional: reported event was confirmed by review of operative notes. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.